Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane, workstation power supply and associated cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. The fse determined the cause of the problem to be a faulty power supply, which also caused damage to the backplane. The power supply is a hardware component that supplies power to system. It regulates the voltage to an adequate amount, which allows the system pcbs and other components to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Failure of the power supply can cause a no boot. Fse replaced the faulty power supply and the damaged backplane to restore system functions. Based on age of the system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.